Event description:
The user facility reported that blood was observed in the effluent dialysate of a reused dialyzer during treatment. It was the 16th use of the involved dialyzer. The pt's blood was not returned. Therefore, the resultant blood loss was reported as equal to the volume of the dialyzer and bloodlines. Reportedly, the pt experienced no adverse effects.